Event description:
It was reported that the patient's catheter moved around to the motor nerves and the patient needed a catheter revision. The patient experienced increased back pain. The catheter revision was performed on 2015 (B)(6) and the patient was doing well. The positioning issue of the device was corrected by replacing the catheter. The patient recovered without permanent impairment. The pump was used to infuse bupivacaine and morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).